Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate multiple electrode anomalies. Re-mapping would not alleviate the issues. The patient also reported falling and hitting the back of her head. Explant and reimplantation is planned, but had not taken place at the time of this report september 4, 2009.

Manufacturer narrative:
(B) (4).